Event description:
A report of infection at the pocket site was received. The pt's battery was explanted. The pt is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.